Event description:
It was reported that the patient has expired after a implant duration of approximately 14 months. The cause of death is unknown. It is also unknown if the death was device related. No further details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Patient also had another device implanted. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation. A device history record review is in process.